Manufacturer narrative:
On (B)(6) 2021, mentor became aware that mentor inadvertently reported "unspecified breast surgery" under field b5 of the previous initial submission. It was patient's revision breast augmentation surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Per paperwork received with the device, patient's identifier under field a1 has been updated to "l.y.m." On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth mod + prof xtra 295cc breast implant was found to have some bubbles within the gel. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. On (B)(6) 2021, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed on the implant. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 295cc mentor memorygel breast implant and experienced left side implant site hematoma. As a result, the device was explanted on (B)(6) 2021.